Manufacturer narrative:
MDR . / initial 7 of 8. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. .

Event description:
It was reported that patient experienced infusion set product not adhering got caught onto something event occurred on 30 apr 2026.